Event description:
An everflo oxygen concentrator device was returned to a third-party service center in reference to a complaint of noisy compressor. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the power cord was melted and burnt. There was no allegation of patient harm or injury. The device is being returned to the manufacturer for further evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.